Manufacturer narrative:
No product was returned however, the pump operating manual states that system delivery inaccuracies may occur as a result of back pressure or fluid resistance, which depends upon temperature, drug viscosity, catheter size, extension set tubing, in-line components and placing the infusion reservoir or pump above or below the level of the patient. System delivery inaccuracy may result in under or over delivery of medication. The device in question would need to be returned for inspection of the pumps event log and delivery accuracy tests. There is no evidence that the pump failed to meet specifications. If the product is returned, ICU medical will reopen this complaint for further investigation. Service history review (in previous year): no repair in last year. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue.

Event description:
It was reported that the pump has a key stuck and downstream occlusion alarms alternating with unresolved multiple troubleshooting attempts res vol. 72 ml, 32 hours 43 minutes remaining patient not affected. No additional information. No patient injury reported.